Manufacturer narrative:
Section a6: unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable, as no indication that lens was explanted. Section h3- no: the device was not returned for evaluation, as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) haptics ¿kissing¿ and being bent post deployment into the patient¿s left eye. It was noted that the doctor needed to do an extra maneuver to the haptics so that the lens can be able to be implanted ok. Used extra healon and lens forceps. The lens remains implanted. Balanced salt solution (bss) was used within room temperature. There was no delay in the surgery before an attempt was made to advance the lens. The patient¿s vision is fine, no concerns, unaffected but made for a difficult experience in surgery trying to smooth out the lens. Because there are several suspect iols, the customer believes that it may be a faulty batch. No other information was provided. This MDR report pertains to the suspect dib00, serial number (B)(6). Separate reports will be submitted for the other suspect dib00s linked to this file.